Event description:
While using a tandem t:slim x2 insulin pump connected to the t:connect app on my samsung galaxy 10e smart phone running the andriod os, I experienced the same rapid battery drain on my pump as was reported with the apple os t:connect app in (B)(6) of 2024. I woke up one morning to a pump alarm. The pump had suspended insulin delivery and the battery was at 1% of charge. For the next 2 weeks I had to charge the pump twice daily and keep the charger beside the bed. Since my pump was out of warranty by a few months I ordered a new t:slim x2 pump figuring the battery experienced rapid degradation. Throughout the new pump ordering process, I was never informed by tandem that the t:connect app was creating problems for apple os users. I was also never asked what type of smart phone I had. I only found out about the app problem by searching for tandem t:slim "news" on a web browser. Currently the t:connect app on the android play store is version 2.7, updated on january 18th, 2024. That is the same version as the apple os app that was causing problems. Tandem has apparently updated the apple os app, but not the android version of the app. Reference report: mw5157723.